Event description:
It was reported that the patient¿s blood glucose (bg) reached 289 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 1981pulses. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.